Event description:
It was reported that three instruments were damaged in the sterilization process before surgery. A locking drill guide has a broken phalange on the tip, a drill tap & screw guide has a nipple broken off and a countertorque wrench is missing two prongs. No patient interaction. This is three of three reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The post from the tip is missing as reported. The faces of the welds on either side of hole for the post are homogenous and show good metal fusion which indicates a good weld and material uniformity. The product evaluation visual inspection revealed that the edge of one weld shows evidence of bending laterally prior to the weld breaking. Two of the 4 flanges on the end of the guide are bent considerably sideways indicating that the device has been used to help with tissue retraction and reduction. There is brownish residue around the etching. This complaint is determined to be invalid from a design and manufacturing standpoint.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 3 of 3 for complaint (B)(4).